Event description:
Three separate incidents of cracks with the catheter connector (two venous connectors, one arterial). Cracks were discovered at pre-treatment assessment. No blood loss occurred. Catheters were less than 2 months in use. Povidine-iodine solution used as disinfectant. Add'l event dates: 4/3 and 4/22.